Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One unknown legacy biomet driver was reported but not returned. Visual evaluation could not be performed. Device history record (DHR) and complaint history review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, driver malfunction could not be verified since the driver was not returned. Product not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the driver could not apply force to the implant so it was not possible to tighten or loosen up the implant and had to be removed. The procedure was not completed.